Event description:
After heating, the floating stopper inside the chamber got stuck which prevented the flow of water to be stopped, allowing water to flow into the pt's lungs. There was no pt injury asociated with this event.